Event description:
A revision was performed of a total knee arthroplasty because of possible infection. No indication of infection was observed during revision procedure. It was noted upon removal that the spine stiffener screw was fractured.